Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that no loose bolts were detected on the hasp and screws were tight. A field service engineer, ensured no failures found in the device.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager hasp sliding. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.